Event description:
Kimberly-clark received a report stating that the respiratory educator is concerned that the pilot line is coming apart very easily from the subglottic endotracheal tube. On (B)(6), in preparation for a central line placement on the patient, the physician repositioned and retaped the subglottic endotracheal tube to the opposite side of the patients mouth. The physician discovered the pilot balloon line was detached from the endotracheal tube and the cuff deflated. The patient was intubated for two days, extubated and reintubated with a non-subglottic tube. No patient injury was reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).